Event description:
Prytime is filing this report in an abundance of caution because a sheath not manufactured by prytime, but provided in prytime's convenience kit may have contributed to a flap dissection and thrombus requiring surgical intervention for removal. There is no reported or alleged failure or deficiency in the prytime device or its labeling. Prytime was notified that the sheath was from prytime's kit on (B)(6) 2022. The case involved a 42 year old victim of a large penetrating back wound extending through the intercostals, diaphragm, right kidney, renal vein, and liver. The patient was hypotensive with sbp in the 60s upon arrival with positive fast exam. A 5 fr. Arterial line was placed in the cfa and subsequently upsized to 7 fr. To enable inter-aortic occlusion and ir embolization procedures. Open surgery was also performed to address the original penetrating stab injuries. Ir observed a flap dissection following the tract of the sheath beginning at the cfa and extending to the common iliac artery. The flap dissection was of the intimal layer of the artery, which is the most interior layer made up of smooth tissue, indicating that the artery was not fully dissected through to the media or beyond. It is unknown whether the flap dissection was related to 5 fr. Sheath placement, 7 fr. Sheath placement, or subsequent ir procedures. The dissection did not require surgical intervention and the cfa was closed. The patient experienced diminished pulses in the same leg following surgery and a cta revealed a thrombus extending from the sheath insertion site in the cfa to the popliteal artery. The thrombus was surgically removed, and a fasciotomy performed as a preventative measure. The thrombus is believed to be due to several contributing factors including the original penetrating stab injuries, prolonged severe shock, vasospasms, coagulopathy, sheath presence, and txa administration. Patient follow-up: the dissection destabilized after approximately two weeks and was managed with stenting.